Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient has out of range impedances on all pairs 0-7. The patient has not had a change in therapy. The patient tends to get the most out of their stimulation in their left side with a little on their right side. The patient told the rep that they had a cabinet fall off the wall and hit them in the head, however, their stimulation did not change at that time. The possibility of a revision due to lead fracture or lead coming out of the header block was reviewed. No further complications were reported or anticipated. No symptoms reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the physician had not decided the next steps. It was clarified that all electrodes 0-7 were greater than 10000ohms and had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the leads were not working and it had to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.